Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been tested by failure analysis as of the date of this report. If the product is evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. On 03/11/2025, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: during the case, a robot tip-up fenestrated grasper wire broke. Grasper was replaced. No harm.